Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2 noted during testing. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error. Customer's blood glucose value was 211 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.